Manufacturer narrative:
Failed ring repair. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 152 mg/dl, 172 mg/dl, 457 mg/dl, 435 mg/dl, and 350 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.